Manufacturer narrative:
The device has not been returned to conmed linvatec for evaluation. The facility has been contacted several times in an attempt to obtain further info regarding the pt condition, alleged event and pump status with no cooperation to date. A follow up report will be submitted if further info is obtained. A review of repair history found the last date of repair for this unit is 08/2005. The instruction manual for this device informs the user of a 12 month service interval.

Event description:
.